Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, hard pump.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump, two cylinders and a reservoir were returned for evaluation. Examination and testing of the returned components revealed a separation in the bladder of cylinder 1 near the base. Testing revealed this to be a site of leakage. The separation appeared smooth and straight, indicating contact with sharp instrumentation. Partial separations within abrasion were noted in the exhaust tube of cylinder 1. Testing revealed these not to be sites of leakage. A partial separation was noted in the inlet tube of the pump near the detachment site. Testing revealed this not to be a site of leakage. The partial separation appeared smooth and straight, indicating contact with sharp instrumentation. A partial separation was noted in the inlet tube of the pump near the detachment site. Testing revealed this not to be a site of leakage. The partial separation appeared smooth and straight, indicating contact with sharp instrumentation. Partial separations were noted in the reservoir inlet tube. Testing revealed these not to be sites of leakage. The partial separations appeared smooth and straight, indicating contact with sharp instrumentation. Surface abrasion was noted on the reservoir inlet tube, the shorter exhaust tube of the pump, the exhaust tube of cylinder 2 and on the strain relief of cylinders 1 and 2. No functional abnormalities were noted with the pump, cylinder 2 or the reservoir. The information received indicated "hard pump," but because no functional abnormalities were noted other than the observed instrument damage in the bladder of cylinder 1, quality cannot determine the true cause of this reported event. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the bladder of cylinder 1 occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separations would have resulted in an earlier detected fluid loss, quality concluded that the separations most likely occurred during or subsequent to explant. The separation is not associated with the cause for failure. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 3874896.